Event description:
Doctor injected pt's lung with small amount of cytolyt solution while performing a bronchoscopy. The doctor cleaned the area of injection and flushed with saline. The pt also had a chest x-ray. At the time of the call, the pt was not displaying any signs of complication.